Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('aching along with lower abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("constantly bloated"), fatigue ("tired"), purpura ("constant rashes/ rash then turning cracked and bloody") and breast pain ("my boobs sore"). The patient was treated with surgery (coils removed with tubes only). Essure was removed. At the time of the report, the abdominal pain lower, abdominal distension, fatigue, purpura and breast pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, breast pain, fatigue and purpura to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: reporter information added. Essure removal details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.